Manufacturer narrative:
Investigation: samples received: there are no samples/batch number or more info available for analysis. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample and/or batch is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle-suture has "bad fiction." The reporter indicated that the oncology surgical department is experiencing bad fiction with the needle and suture. The needle is permanently tearing from the thread. Per one surgeon, this occurred three times during a surgical procedure. It was reported that all optilene from 3/0 to 10/0, breaks at the junction of the thread with the needle; the 10/0 suture detached when removing from packaging. Per reporter, it is not possible to provide the information about every patient separately.